Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the noise (sounds like gas leaking from device) occurred due to a faulty primary regulator unit. The insufflation failures were unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus, the high flow insufflation unit insufflator is not working. The issue was found during maintenance. Inspection and testing of the returned device found gas leakage sound was coming from the equipment due to a faulty 1st regulator unit. There were no reports of patient harm.

Event description:
The field service engineer (fse) reported to olympus, the high flow insufflation unit had abnormal sound. The issue was found during maintenance. Inspection and testing of the returned device found gas leakage sound was coming from the equipment due to a faulty 1st regulator unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found gas leakage sound was coming from the equipment due to a faulty 1st regulator unit. Component failure was also reported. The internal condition of the unit was found to be okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.